Manufacturer narrative:
The company service representative examined the system but did not replicate the reported event. The company service representative found issues with one of the ports, so the laser core module was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery the surgical console laser was firing intermittently. The procedure was completed without any further issues. Patient harm was not reported.